Event description:
Allegedly pt. Presented with increasing discomfort, a cr level <1.0, a co level of 4.5, an esr of 19, a crp of 12.5, a mars MRI that shows capsular thickening, a hip fluid count of 8750 with a negative culture, and a leukocyte transformation test showing reactivity to nickel. Pt. Revised.

Manufacturer narrative:
The investigation is not complete. (B)(6). This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00031.